Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuing elevated blood glucose between 400-600mg/dl. Customer alleged pump was the suspected cause of bg level. The customer went to the emergency room and was subsequently admitted to the hospital for diabetic ketoacidosis. Customer was treated with intravenous insulin and morphine to resolve the issue. During troubleshooting with tandem technical support (cts), it was found that the customer uses admalog insulin within the cartridge. Cts educated customer on cartridge/insulin labeling, however, customer maintained there was an issue with the pump. Customer was discharged on (B)(6) 2019 with no permanent damage. Reportedly the customer reverted to manual injections for insulin therapy.